Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction occurred. On (B)(6)2023, the patient experienced hypoglycemia and almost passed out. His mother called an ambulance around 3 pm. The mother took a blood glucose reading which was 23 mg/dl. His mother immediately treated the patient with sugar and removed the insulin pump from the patient¿s body. A few minutes later, the ambulance arrived, and they took a blood glucose reading which was 95 mg/dl, at that point the patient was still not receiving any cgm readings on the receiver. At the time of the report the patient was stable and doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient experienced an unspecified malfunction and did not receive any cgm (continuous glucose monitor) readings. The patient experienced hypoglycemia and almost passed out. The received died and when turning the receiver back on it was stuck in initialization screen. His mother called an ambulance around 3 pm. The mother took a blood glucose reading which was 23 mg/dl. His mother immediately treated the patient with sugar and removed the tandem insulin pump from the patient¿s body. A few minutes later, the ambulance arrived, and they took a blood glucose reading which was 95 mg/dl. At that point, the patient was still not receiving any cgm readings on the receiver due to being stuck in the initialization screen. At the time of the report the patient was stable and doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.